Event description:
Patient was undergoing an upgrade from ICD to crt-d. After securing the left ventricular (lv) lead, it was noted that there was noise on the lead and that the pacing threshold jumped up inappropriately. The lead was removed and a new lv lead was used instead. There was no injury to the patient. He felt well and was discharged home in good condition.